Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified a fiber fracture.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was returned in two pieces. The first piece measured 34.5 cm from the tip of the connector to the end of the white heat shrink, the fiber body measured 297,7 cm. Under magnification the exposed glass tip measured 2mm and was degraded. The fiber was functionally tested, and it revealed that no light from the sub miniature a (sma) connector, indicating a fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the instructions for use (IFU), the fiber must be carefully inspected for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.